Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, mode switch episodes were observed on the right atrial (ra) lead due to noise. The device was recently reprogrammed due to the device not initially recognizing low p-waves. Technical support was contacted and suggested revising the lead to resolve the issue. The issue will be resolved by revising the ra lead. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.